Event description:
The patient underwent successful implantation of a custom distal humerus/proximal ulna device that was requested and designed per physician prescription. While recovering at home, the patient fell and landed on the implant, and a portion of it fractured. There was no report of injury to the patient. A follow up CT scan confirmed the device had fractured.